Event description:
A home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during drain 1/4 of their automated peritoneal dialysis thrapy. Per the initial report, the home patient was having trouble with the patient line of the homechoice set, as a result, patient disconnected/reconnected the patient line/transfer set connection. Baxter's technical service center assisted the home patient in ending therapy early. No patient injury was indicated at the time of initial report.